Manufacturer narrative:
Product was not returned, no consumer contact information provided.

Event description:
Consumer purchased a four pack and the little plastic pieces in the toothbrushes fall out--says almost choked on them.